Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B66017) for female sterilisation. The patient had a medical history of abortion in 2000 and menses irregular, colposcopy, chest pain, dyspareunia, depressive disorder, panic disorder, bipolar disorder and vitamin d deficiency. Previously administered products included: alprazolam and ibuprofen. The patient had a family history of diabetes mellitus, anemia, hypercholesterolemia and myocardial infarction. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2458 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2021. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Previously reported essure insertion and removal date provided as : (B)(6) 2018 and (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 4197.365 kg/sqm. [Abdominal x-ray] on (B)(6) 2021: findings/impression: in the mid pelvis just to the right of midline, there is a 2 mm metallic density of uncertain etiology. [Pathology test] on (B)(6) 2021: final diagnosis. A. Bilateral fallopian tubes: - benign bilateral fallopian tubes. Clinical information procedure: laparoscopic salpingectomy - bilateral removal of essure coil ¿ right pre-op diagnosis: undesired fertility gross description: within the proximal aspect of the longer fallopian tube is a 1.9 cm in length, 0.1 cm in average diameter silvery metallic, pliable, coiled hardware piece, representing a possible previous contraceptive device. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received :lot number, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilization. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2021, 1096 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. B66017) for female sterilisation. The patient had a medical history of abortion in 2000 and obesity (bmi : 30.444), menses irregular, colposcopy, chest pain, dyspareunia, depressive disorder, panic disorder, bipolar disorder and vitamin d deficiency. Previously administered products included: alprazolam and ibuprofen. The patient had a family history of diabetes mellitus, anemia, hypercholesterolemia and myocardial infarction. On 10-apr-2014, the patient had essure inserted. On 01-jan-2021, 2458 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on 25-mar-2021. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no previously reported essure insertion and removal date provided as : 01-jan-2018 and 01-jan-2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.444 kg/sqm. [Abdominal x-ray] on 25-mar-2021: findings/impression: in the mid pelvis just to the right of midline, there is a 2 mm metallic density of uncertain etiology. [Pathology test] on 25-mar-2021: final diagnosis a. Bilateral fallopian tubes: - benign bilateral fallopian tubes. Clinical information procedure: laparoscopic salpingectomy - bilateral removal of essure coil ¿ right pre-op diagnosis: undesired fertility gross description: within the proximal aspect of the longer fallopian tube is a 1.9 cm in length, 0.1 cm in average diameter silvery metallic, pliable, coiled hardware piece, representing a possible previous contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.